Manufacturer narrative:
The device was received for evaluation. During evaluation, the device didn't alarm for closed door. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was identified to be depressed upper latch switch. The upper aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device didn't alarm for close door. No additional information is available.